Event description:
When getting ready to use the gia 80 3.8, the surgeon was unable to close the stapler and nbsp; he stated it was not working. It was not used on patient; a new one was opened and worked.

Event description:
When getting ready to use the gia 80 3.8, the surgeon was unable to close the stapler & nbsp; he stated it was not working. It was not used on patient; a new one was opened and worked.